Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specification. H3 other; h6 codes b01, c21, d16: the device returned to gore on april 1, 2025, and is currently being evaluated.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a patient in the right renal artery during a fenestrated endovascular aortic repair (fevar) procedure. During the procedure, the vbx stent came off the balloon prematurely when it was being advanced through a renal fenestration within a 7fr steerable sheath (unknown manufacturer) and could not be retrieved. There was no harm to the patient as the vbx stent remained undeployed on the outside of the bifurcate limbs. The vbx stent fell behind the main body of the fevar graft (cook medical), so when the bifurcate limbs were implanted to connect the main graft into the patient's iliac region, the undeployed vbx stent was on the outside of this. There was no unintentional coverage of any artery. A second vbx stent (7 x 29) was then navigated through the renal fenestrations and then implanted in the right renal artery. The procedure was then completed successfully with a satisfactory outcome for the patient. Reportedly, there was no harm to the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: the device delivery catheter is being sent back to the manufacturer for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a patient in the right renal artery during a fenestrated endovascular aortic repair (febar) procedure. During the procedure, the vbx stent came off the balloon prematurely when it was being advanced through a renal fenestration within a 7fr steerable sheath (unknown manufacturer) and could not be retrieved. There was no harm to the patient as the vbx stent remained undeployed on the outside of the bifurcate limbs. The vbx stent fell behind the main body of the fevar graft (cook medical), so when the bifurcate limbs were implanted to connect the main graft into the patient's iliac region, the undeployed vbx stent was on the outside of this. There was no unintentional coverage of any artery. A second vbx stent (7x29) was then navigated through the renal fenestrations and then implanted in the right renal artery. The procedure was then completed successfully with a satisfactory outcome for the patient. Reportedly, there was no harm to the patient.

Manufacturer narrative:
H6 codes b14, c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H3 other; h6 codes b01, c19, d15: engineering evaluation: the reported stent dislodgement is confirmed, the delivery system was returned without a stent mounted or returned. The intact proximal and distal scrunches and ring impressions on the balloon cover indicate a lack of expansion that would be expected with the device not being deployed. Folds of balloon cover material on the distal end were observed, possibly related to stent dislodgement, as the folds are in a distal direction. The cause for the stent dislodgement cannot be confirmed. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. The reported primary device failure mode concerning dislodgment of the endoprosthesis was confirmed during engineering evaluation of the returned vbx device delivery catheter. The balloon cover exhibited ring impressions and balloon scrunches consistent with no balloon expansion and premature dislocation of the undeployed endoprosthesis. Possible distal directional dislodgement was suspected due to folds observed on the balloon cover consistent with reported event details. The cause of the dislodgement, however, could not be determined with the available information, including device evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a patient in the right renal artery during a fenestrated endovascular aortic repair (fevar) procedure. During the procedure, the vbx stent was advanced through the external iliac artery past the aortic bifurcation and taking the curve in the 7fr steerable sheath (unknown manufacturer), for the implantation in the renal artery. The vbx stent then came off the balloon prematurely when it was being advanced through a renal fenestration within the sheath and could not be retrieved. There was no harm to the patient as the vbx stent remained undeployed on the outside of the bifurcate limbs. The vbx stent was pushed up against the artery wall that was used in the fenestration in the renal artery when it dislodged. The vbx stent then fell behind the main body of the fevar graft (cook medical) in the aneurysm sac, so when the bifurcate limbs were implanted to connect the main graft into the patient's iliac region, the undeployed vbx stent was on the outside of this. There was no unintentional coverage of any artery. A second vbx stent (7x29) was then navigated through the renal fenestrations and then implanted in the right renal artery. Once the second vbx stent was implanted in the renal artery through the fenestration, the first vbx stent was essentially excluded from the patient¿s circulation and cannot do any harm. The procedure was then completed successfully with a satisfactory outcome for the patient. Reportedly, there was no harm to the patient.